Event description:
It was reported to philips that the charging port is only working intermittently. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.